Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date estimated. The device location is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying techstar and prostar plus devices that may be related to: retroperitoneal hematoma requiring blood transfusion and surgical repair; pseudoaneurysm; groin hematomas; lymphatic fistula; tissue tract oozing requiring adjunctive compression; pain, suture entrapment, difficulty inserting the device and failures of the closure device to deploy requiring manual compression to achieve hemostasis. Specific patient information is documented as unknown. Details are listed in the attached article, titled "suture-mediated percutaneous closure of antegrade femoral arterial access sites in patients who have received full anticoagulation therapy".